Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Historical record review was performed. Based on the historical record reviews, all devices met material, assembly and performance specifications at the time of product released. The supplier conducts a 100% visual inspection of the final device and components as part of the acceptance process. Therefore, the possibility of this failure happened during manufacturing is low. Johnson and johnson surgical will continue monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Concomitant medical products: phacofragmentation unit serial no. (B)(4), phaco handpiece, tubing pack. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the tip became occluded/clogged using a reusable opof3020r- laminar flow phaco tip. A brief description from the surgery center indicated there was a clogged tip during the procedure, hence the procedure was aborted and not completed. The surgery center reported 501 error has been occurring frequently and it is unknown if the 501-error occurred during the procedure. Although, there was an attempt to restart the phacoemulsification unit, replace the phaco handpiece, and replace the tubing pack, the occlusion was still present. The patient was sent home. No additional information will be provided by the surgery center. No patient injury was reported. This report is for the phaco tip. A separate report will be submitted for the phacofragmentation unit.